Event description:
Healthcare professional reported left side "axillary adenopathies," "slight increase in diameter. Morphological alterations of the implant, aging, and implant had "yellowish color with cloudy gel." The device has been replaced and discarded.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.